Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that upon sensor deployment, sensor wire detached from applicator. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient's wife states that the sensor wire was attached to the adhesive part of the sensor. No additional patient or event information is available.